Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported medication was leaking from the catheter. The customer returned one opened kit (reference attached files (B)(4). The epidural catheter was removed from the returned kit and visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion of the catheter. No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and a lab inventory snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected coming from the catheter. Other remarks: the reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The returned catheter passed a functional leak test. There were no functional issues found with the returned catheter.

Event description:
It was reported that the drug leaked and could not be used properly. So the physician did not use it and he finished the procedure with teleflex's same product. The filters and the catheter were replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the drug leaked and could not be used properly. So the physician did not use it and he finished the procedure with teleflex's same product. The filters and the catheter were replaced. There was no patient injury.